Event description:
It was reported that the placer was facing insertion related challenges since last 2 cases with power PICC 8173118 code. When the PICC line moves over 10-12 cm inside vein then the line felt like not moving further and getting kink. As the placer is proficient and had done many cases in past. The PICC line insertion took around an hour in placing due to rough obstructed movement of guidewire inside needle and PICC inside vein the time consumed in insertion and recovery delays in giving medicine. Delay in procedure. Re insertion by changing position of patient was done to get line inside vein. There was no serious injury or erroneous test results related to the incidents. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation